Event description:
It was reported that during a stent graft placement procedure in the left upper extremity brachiocephalic arteriovenous fistula, the stent allegedly failed to deploy. It was further reported that the the sheath was pulled back for only about five millimeters and it allegedly got stuck. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Provided x-ray photo shows a fully deployed stent in the vessel. The delivery system sample was returned for evaluation with the stent graft partially deployed which leads to confirmed results for partial deployment. It is not clear which stent was deployed in the vessel. It was reported that a 10f introducer / 0.035" guidewire were used for access, there were no tracking issues and the lesion was pre-dilated. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. Aneurysm treatment represents an off label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 03/2026), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2026) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left upper extremity brachiocephalic arteriovenous fistula, the stent allegedly failed to deploy. It was further reported that the the sheath was pulled back for only about five millimeters and it allegedly got stuck. The procedure was completed using another device. There was no reported patient injury.